Event description:
Caller reported a cartridge alarm on the tandem mobi, leading to the decision to use a backup insulin pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s health. Tandem technical support confirmed the alarm, arranged for a replacement pump, and provided detailed instructions for returning the malfunctioning pump, which the customer understood and acknowledged.